Manufacturer narrative:
The insulin pump was received with blank display due to a problem isolated to the interface board. Unable to confirm the unexpected restart error alarm and unable to perform any tests due to blank display. The following physical damage was noted: cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart which led to a blank display. Blood glucose level at the time of the incident was 88 mg/dl. Customer's blood glucose was 142 mg/ dl at the time of the call. The customer reported the issue continues after receiving a new battery cap. The insulin pump returned for analysis.